Manufacturer narrative:
The pt remains implanted with both the ipg's. This is the final report.

Event description:
A report was received that a dual implant pt was experiencing pain at the pocket sites and tenderness parallel to where the leads were placed. The physician revised both the pocket sites. The pt's pain has greatly reduced after the procedure and is doing well.